Manufacturer narrative:
This is the final report.

Event description:
A report was received that a trial procedure was aborted due to pt experiencing extreme pain across her buttock and down her left leg and into her foot. As the physician began to take the introducer out of the needle, the pt began to experience the pain. The physician suspects that the pt had scar tissue in the area and may have pulled at a nerve root. The pt was given valium by the physician and is no longer experiencing pain.